Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with briovad in (B)(6) 2025, and experienced multiple gastrointestinal (gi) bleeds. The anticoagulation was stopped and briovad thrombosed. The patient underwent briovad to heartmate 3 pump exchange in (B)(6) 2025. The patient presented with recurring gi bleeds and chose not to pursue further treatment. The patient expired on (B)(6) 2026. The pump was not explanted and would not be returned. No log files were available.